Event description:
It was reported that the 2800 system had blurry images and the ii tube could not be positioned over the table during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The x-ray arm switch and handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.